Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician relocated the pocket and added two lead extensions so the leads would reach. The patient was reportedly doing well following the procedure.